Event description:
A malfunction on the pump was reported, but no significant events occurred before it. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, successfully did so, and was advised continuing using the pump and to call back if any issues recurred.